Manufacturer narrative:
Product lot # was not provided, therefore device expiration date is unknown. The product sample was discarded by the customer, therefore not available for analysis. The product lot # was not provided, therefore device manufacture date cannot be determined. The product sample was discarded by the customer; therefore, analysis of the product could not be conducted. Without a sample or product photo, root cause of reported issue was unable to be determined. Based on the information provided issue appears to be a heat exchanger leak. No upward trend is being seen at this time for hex leaks. 3m will continue to monitor. End of report.

Event description:
A hospital employee alleged that a 3m¿ ranger¿ high flow fluid warming set (model 24370) leaked whole blood from the fluid bag and tubing connection port area on transfusion side. Further details regarding device usage were not specified. The fluid disposable bag was discarded. No harmful exposure to blood was specified. No injury was alleged.

Manufacturer narrative:
The product sample was discarded by the customer; therefore, analysis of the product could not be conducted. Without a sample or product photo, root cause of reported issue was unable to be determined. Based on the information provided issue appears to be a heat exchanger leak. No upward trend is being seen at this time for hex leaks. Supplier corrective action request aaue-b7jmbl has been issued to the manufacturing site to address heat exchanger leaks. 3m will continue to monitor.